Event description:
Reportedly, there was a skin burn during the ablation, after a time of 4 minutes. The procedure was on a bone tumor in the lower leg area. The diameter of the skin burn was about 3cm. A metal introducer was used for this bone treatment. The skin burn appeared after 4 minutes ablation. The pt needed plastic surgery.